Event description:
The customer contact reported breakage of the piercing pin; subsequently, particulate was noted. The tubing set was to be used to deliver an unspecified concentration of acyclovir/100ml of 5% dextrose which was compounded by the user facility's pharmacy. At an unspecified time, the piercing pin of the tubing set was inserted into the administration port of the solution container. After an unspecified length of time, it was reported that during priming prior to pt use, the nurse noted particulate inside the compounded solution container. The customer contact reported that the solution container and the tubing set were returned to the pharmacy department. The customer contact indicated that in the pharmacy, the solution container was cut, drained, and the particulate was taped to a piece of paper. The particulate was desired as a white, hard, non-soluble, plastic particle which looks very much like the white part of the spike. No additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The customer was unable to provide the list number or lot number of the device in use; however, a customer provided photo indicated the device in use was an unspecified secondary tubing set. This report represents all the information known by the reporter upon query by hospira personnel.